Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the pt at 60,129 joules. Per the customer, the fiber cap was retrieved. Also, the customer reported the procedure was completed with turp. No pt injury was reported.